Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, low pacing impedance and dislodgement confirmed via x ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.